Manufacturer narrative:
(B)(4). The complaint device was not received for investigation. However, the data log was provided by the patient. The data provided was reviewed on (B)(6) 2015. Data logs indicate screen user select low alarm, was displayed on reported date of issue (B)(6) 2015. Complaint of no audio output cannot be confirmed. A root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report no audio output from their receiver on (B)(6) 2015. No medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and the tests failed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker assembly.